Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a thermocool smarttouch sf (stsf) and the patient experienced a pericardial effusion that required drainage and prolonged hospitalization. It was reported that an effusion was in the heart. The blood in the pericardial area had to be drained. The surgery was delayed by sixty minutes due to the reported event. The physician¿s opinion on the cause of this adverse event is unknown. The afib procedure went well until the adverse event was discovered. There were no major difficulties before the event. This adverse event was discovered during use of biosense webster products. The outcome of the adverse event was improved. The patient required extended hospitalization. There was no evidence of steam pop. The energy source used when the adverse event occurred was radiofrequency (rf). No generator/pump malfunction was reported. Irrigated catheter setting used was standard flow for stsf. Two transseptal puncture sites were performed during the procedure with brk xs needle and a sl0 sheath. Force visualization features used were dashboard, vector, and visitag. Visitag module used was 3seconds, 25% of 3g. Colored according to the ablation index. The patient did not require cardiac surgery.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31594329l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).